Event description:
The customer reported that she was on antibiotics recently for an infusion site infection. No other information was available. Three attempts were made to contact her were unsuccessful.

Manufacturer narrative:
Device was not returned for evaluation. We are unable to assess the product condition. No product lot number was reported therefore no review of qualification and sterilization records could be performed. The omnipod user's guide cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your health provider," and advises "at least one a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."